Event description:
The customer reported no delivery alarm during the manual prime. Customer's blood glucose at that time was 119mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.